Event description:
The patient was revised on (B)(6) 2021 after primary surgery on (B)(6) 2021 for dislocation due to proximal humeral fracture. The surgeon explanted an eccentric glenosphere (36), humeral spacer (9) and humeral cup (36/9). The surgeon implanted 2 cortical screws (1 of 28mm and 26 mm each), eccentric glenosphere (40), humeral spacer (9) and humeral cup (36/6).